Event description:
It was reported that the patient was admitted to hospital due to high blood glucose levels of 200 mg/dl and ketoacidosis on (B)(6) 2026 due to bent cannula. The patient was treated with intravenous insulin. The patient was discharged from the hospital after spending four days.

Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: california, post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.